Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed persistent alert code 75 after multiple restarts and the device was shut down to avoid further alerts, with blood glucose use reported as unaffected and the patient advised that data would not transfer to the replacement. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and continued cgm use through the dexcom app or receiver. Investigation included telephone troubleshooting, user education, and device replacement logistics. Investigation of this device revealed a device malfunction consistent with a vibe i2c power fault within the pump electronics that did not resolve with standard restarting, indicating a suspected component or connectivity failure. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.